Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Device had minor scratched display window and cracked reservoir tube lip. (B)(4)

Event description:
Doctor reported via phone call that the customer was at camp and jumped into the pool with the insulin pump. It was stated that fluid can be seen under the lcd display but the device does not have cracks or chips. Blood glucose value was 72 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The device was replaced and returned for analysis.